Event description:
A dentist was positioning a pelton & crane cabinet mounted dental light for use when the mounting bracket broke, causing the light to fall and hit the pt on the head and arm. The pt received a contusion to the head, and a small laceration to their arm.

Manufacturer narrative:
The dr's office and distributor refuses to return the part to pelton & crane for eval. Therefore, we are unable to perform an investigation on the actual part which allegedly failed. We have evaluated current production parts that attach the light pole to the cabinet, and all parts have been considered sufficient for its application.